Event description:
A malfunction was reported on the pump. There was no reported impact to the customer's blood glucose level. The technical support team provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any further issues occurred.